Manufacturer narrative:
Exact cause of reported symptoms is not known. Nurse indicated symptoms consistent with an allergic reaction. All products were discarded and not returned for evaluation. No lot number information provided. Symptoms resolved and no further similar problems were reported. Biocompatibility of device has been established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
Nurse reported that within minutes of initiating a routine hemodialysis treatment, the patient reported turning red, feeling hot, and feeling like their "head would explode." Nurse advised patient to end treatment without rinsing back blood and to take benadryl 50 mg po. Symptoms resolved. No other medical intervention required.